Manufacturer narrative:
A copy of the medsun report was provided by the user facility to cook on 28aug2020. The user facility report number is (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d2: common name & product code: based upon the description of "sheath", the most likely product code is dyb; however, the exact product code is unknown as the device lot number, rpn, and gpn are unknown. Product information has been requested. D3, f14: manufacturer is cook inc. G5: PMA/510(k) number: unavailable as the device lot number, rpn, and gpn are unknown. D10, h3: it is unknown if the device will be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: it was reported, during an unknown procedure, the hub of an unknown cook sheath separated. According to the initial reporter, the hub of the sheath separated as they were removing it from the patient. The remainder of the sheath was then removed by the surgeon. Additional information was received 12aug2020. The procedure was a cardiac ablation for atrial fibrillation. Access was obtained in the right femoral vein, using ultrasound guidance. The anatomy was not tortuous, calcified, or scarred. The sheath was in place for the duration of the procedure. Resistance was not reported on insertion, but "a little" resistance was encountered upon removal of the device. The hub of the device was used to pull the sheath from the patient. The dilator was not in place at the time of separation; however, an unknown catheter was in the lumen of the sheath. After the hub separated, the sheath was removed via a surgical cut-down with repair of the iliac vein. Additional anesthesia time was necessary. The patient was discharged in stable condition. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record, documentation, drawings, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, the user facility provided photo of the separated distal portion of the introducer that was retrieved from surgical intervention. A photo of the proximal separated section of the device including the check-flo hub was not provided by the user facility. Based on the appearance of the sheath material at the separation point, the failure mode in this case was determined to be introducer sheath shaft material separation, not hub fitting separation as initially reported. There are no devices from the complaint lot 13127937 to be used for review. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: intended use ¿introducers are intended for introduction of balloons, closed and non-tapered end catheters or other diagnostic and interventional devices.¿ precautions ¿this product is intended for use by physicians for trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed.¿ ¿the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight.¿ ¿when inserting, manipulating or withdrawing a device through an introducer always maintain introducer position.¿ ¿do not attempt to insert of withdraw the wire guide and / or introducer if resistance is felt.¿ warnings ¿before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage.¿ instructions for use sheath removal: 1. ¿insert wire guide at least 10 cm past the tip of the sheath.¿ 2. ¿insert the introducer dilator over the wire into the sheath.¿ 3. ¿withdraw the sheath and dilator as a unit.¿ 4. ¿remove the wire guide.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that a potential contributing factor leading to this incident, was failure to reinsert the dilator prior to removal of the sheath from the patient¿s anatomy, in accordance with the product IFU. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation = cath lab manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unknown procedure, the hub of an unknown cook sheath separated. According to the initial reporter, the hub of the sheath separated as they were removing it from the patient. The remainder of the sheath was then removed by the surgeon. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.

Manufacturer narrative:
G5: PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 12aug2020. The procedure was a cardiac ablation for atrial fibrillation. Access was obtained in the right femoral vein, using ultrasound guidance. The anatomy was not tortuous, calcified, or scarred. The sheath was in place for the duration of the procedure. Resistance was not reported on insertion, but "a little" resistance was encountered upon removal of the device. The hub of the device was used to pull the sheath from the patient. The dilator was not in place at the time of separation; however, an unknown catheter was in the lumen of the sheath. After the hub separated, the sheath was removed via a surgical cut-down with repair of the iliac vein. Additional anesthesia time was necessary. The patient was discharged in stable condition.